Event description:
According to the reporter, the patient was removed from the endotracheal tube in the morning. At 12:25 p.m., the patient presented with obvious hypoxia. The patient was given another endotracheal tube and ventilator for assisted breathing. The operation went smoothly, after 10 minutes, the pressure of the balloon was found to be insufficient. After reinflation, the pressure dropped rapidly again. After the endotracheal intubation was replaced again, the patient's symptoms gradually improved.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.